Event description:
It was reported by the customer that at bd pyxis supplybank mn 2000 was setup to allow patients to log in as employees to issue medication, it was intended that, upon logging in, that each patient only could see their own patient profile. Sometime patients began being able to see all patient profiles. This had resulted in some patients issuing medication under the wrong profile and the being billed incorrectly. Some patients had also reported their employee access being inactive despite rick having activated them repeatedly. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the single patient option was not enabled within the software, allowing patients to see all profiles. A technical support specialist enabled the single patient option and updated the empattrib1 table to remove expiration dates. The system functioned as intended after the technical support specialist troubleshot the device.